Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wall adapter and usb cable were broken and the customer was unable to charge the pump with the adapter. The pump was able to charge successfully with alternate supplies. There was no reported impact to the customer's blood glucose level.